Event description:
It was reported that during a neurovascular flow diversion procedure, a pipeline embolization device was deployed to treat an unruptured saccular aneurysm located in the internal carotid artery ophthalmic region. The aneurysm had a maximum diameter of 20mm and a neck diameter of 6mm, with severe vessel tortuosity noted. The device experienced migration after deployment and missed the intended landing zone. The pipeline was not implanted in the intended location. A second pipeline was used to cover the landing zone, and the internal carotid artery proximal branches were covered by the device. Angiographic results post-procedure were reported as good. The landing zone was 3.16mm distal and 3.81mm proximal. No patient symptoms or complications were associated with this event. Ancillary devices include a phenom 27 microcatheter and synchro 14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was friction or difficulty during positioning. The device did not jump during deploym ent. The tip of the cahteter did not move during deployment.